Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the subclavian artery using a ruby coil, non-penumbra coils, pod packing coils (pod pcs) and a non-penumbra microcatheter. It was noted that the patient anatomy was tortuous and calcified. During the procedure, the physician placed one ruby coil and two non-penumbra coils in the target vessel using the microcatheter. While advancing a pod pc through the middle of the microcatheter, the pod pc became stuck and subsequently, the physician decided to retract the pod pc. However, during retraction, the pod pc unintentionally detached inside the microcatheter. Therefore, the microcatheter containing the detached pod pc was removed. The procedure was completed using a new pod pc and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was missing on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 4.5, 25.0, 55.0, and 111.0 cm from the proximal end. The pull wire was retracted out of the distal detachment tip (ddt), and the embolization coil was detached from the pusher assembly. During functional analysis, the pod pc embolization coil was detached from its pusher assembly, and therefore, the pod pc could not be functionally tested. Conclusions: evaluation of the returned pod pc confirmed that the embolization coil was detached from the pusher assembly. Further evaluation of the returned pod pc revealed a missing pet lock on the proximal end of the pusher assembly, and the pull wire was retracted out of the ddt. If the pod pc is forcefully mishandled during use, the pet lock may become damaged. Subsequently, if the pull wire is retracted out of the ddt, the embolization coil will detach from its pusher assembly. The root cause of the reported resistance could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.